Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly and that the customer also had ketones and a blood glucose level of 320 mg/dl that was treated with a manual injection. The insulin pump was also reported to have alarmed no delivery on (B)(6) 2017, that everything was redone. The customer's parent also added that the customer experienced a high blood glucose of 480 mg/dl on (B)(6) 2017 that was treated with bolus and manual injection. Button error/keypad anomaly troubleshooting was performed. There was no significant event leading to the keypad issues and that the clock on the insulin pump advanced when observed for one minute. The customer's parent was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for the high blood glucose was declined. The parent also stated that blood went through the tubing and they switched infusion set, but declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and no excessive no delivery alarm due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.